Event description:
Encountered eye infection to right eye after using amo complete moisture plus solution. Amo sent out an advisory stating 40 such cases of acanthamoeba have been reported from use of this product. Today is sunday and we have contacted a optometrist for a check up this coming week. Amo was notified of this via voice mail today at 1888 8999183. Used in 2007. Seeing optometrist today. Due to normal optometrist off on sundays.